Manufacturer narrative:
(B)(4). Medical products: unknown biomet tibial component catalog # unknown lot # unknown. Unknown biomet femoral component catalog # unknown lot # unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01352. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient had femur fracture above knee due to fall. The fall was due to instability. The patient suffered blood loss at the time of the fracture and needed a transfusion. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided